Event description:
It was reported that an ilet insulin pump allegedly continued delivering insulin despite glucose values, leading the user to disconnect the pump and observe continued dripping of insulin from the set, with increased insulin consumption and repeated hypoglycemic episodes including a lowest reported glucose of 55 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and temporary discontinuation of pump therapy with transition to backup therapy per guidance. Investigation included complaint handling, user counseling, and arrangements for device replacement and return. Investigation of this device revealed no evidence of device malfunction in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. It was concluded that the event was associated with hypoglycemia of unclear cause.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.